Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from below the y-site (clearlink) during patient infusion. The y-site had not been accessed and the event was described as a dynamic leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h7, h9, and h11: h4: the lot was manufactured between march 19, 2025 ¿ march 20, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the third y-site clearlink was observed. An autopsy was performed on the first y-site clearlink, and non-conforming material was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.